Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # l53r67. Additional information requested and received: what is meant by : it performed badly as well. On the second firing, the ec60 was used with a ecr60b. The staples were malformed same as the 1st firing. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a lung wedge resection procedure, it was so difficult firing the device on the first firing and the staples were malformed. A new blue cartridge was loaded and the device was used to anastomose the other line of the wedge. It performed badly as well. The wedge was used for ice test which indicated that the lobe of the lung should be performed a resection on. So the surgeon did not hand sew the incision and used another like product to do the lobectomy. There were no adverse consequences for the patient reported.